Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer¿s blood glucose remained elevated (ranged up to 500 mg/dl) due to healthcare provider adjusting basal setting. Customer addressed elevated levels with manual injection. Reportedly, customer consulted with healthcare provider regarding basal setting adjustment.